Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, the device was found to be not functioning properly and exhibited above-specification temperatures; the cause is normal wear. Device was repaired and returned to the customer. Manufacturing date for this device is unavailable.

Event description:
Update: 12/5/2014 - additional information for clarification: product occurrence not relevant to the health of the patient or user. Device was returned for service. During service, technician indicated the temperature was over the specified amount and the bearings and gears were defective.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional information not previously reported. Date received by manufacturer: 15-dec-2014; date observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The device was returned for an unspecified reason. This is report 1 of 1 for (B)(4).